Manufacturer narrative:
The t:slim g4 pump user guide states that the t:slim g4 pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan or other exposure to radiation. In addition, do not expose your pump, transmitter, or sensor to pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, or nuclear stress test. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump went through a full body scanner. Customer's blood glucose level was 98 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy available.